Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The root cause for the reported complaint appears to be a coincidental event that was unrelated to iol as the returned questionnaire states that in surgeons opinion, the iol did not cause/contribute to the event. Based on the results from the product and batch history record, the product met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the iol met release criteria. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facilities representative reported an intraocular lens (iol) was removed due to hazy, blurry vision, and patient cannot see distance.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).